Event description:
It has been reported to philips that system could not exposure intermittently. The issue was found during clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site and checked the log and found occasional door connect issue. The fse reconfigure the gate and system returned to full functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system and confirmed that the exposure was not possible. Review of the system log file showed occasional door connect issue. The door open contact is an option on allura and azurion systems. It is used to signal that door to examination room is open, with door open x-ray cannot be started. Fse reconfigured the door connect. After that system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.